Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 16-jan-2019 with the following findings: review of the black box data did not reveal any evidence of a power issue. The returned pump and battery cap were both intact and without damage. The pump powered on normally for investigation and was exercised for 12 hours without any interruption in power. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not confirm nor duplicate the complaint and the pump as found to be operating as intended without malfunction.